Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left bundle branch pacing (lbbp) lead exhibited loss of capture. The physician made several attempts repositioning the lead but the lead still had no capture. The lbbp lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with stylet inserted and a tip retainer attached was returned in one piece. Electrical testing found no conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies with the exception of procedural damage.